Event description:
Additional information indicate the physician evaluated the patient and normal impedance measurements were obtained.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low shock impedance measurements less than 20 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.